Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 12 years and 8 months due to aortic stenosis. According to the op report, the old prosthetic valve was found to be stiff and calcific. The device was was replaced with another edwards bioprosthetic valve. There were no operative complications reported. No other details provided.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcified, stifffened valve leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.